Event description:
It was reported that a user attempted to pair a libre 3 plus sensor to the ilet bionic pancreas after starting the sensor in the abbott mobile application, resulting in pairing failure because the sensor could only be started with one device and could not be transferred. Symptoms included user frustration related to unsuccessful device pairing. Outcomes included the user declining assistance to pair a new sensor and the expectation that the current sensor could not be used with the ilet. Investigation included complaint handling review, device-use education, and technical support consultation. Investigation of this case revealed that the system functioned as designed, and the failure to pair resulted from starting the sensor on an incompatible platform for concurrent use with the ilet. It was concluded that the event was attributable to use error and user expectation mismatch rather than a malfunction of the ilet.